Manufacturer narrative:
Animas was responsible for a shipping error that delayed the delivery of replacement cartridges. Thus, the cartridge indirectly contributed to the adverse event. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) was 375 mg/dl with nausea, emesis, and shortness of breath; she did not check for ketones. She reported that she was taken by ambulance to the hospital and admitted to the emergency room with bg 250 mg/dl. The patient reported that she was treated with intravenous fluids; no insulin was administered at the hospital as the patient took an injection prior to her arrival at the hospital. She remained in the hospital for 12 hours and was released on a backup plan for insulin delivery. The patient noted that she had been using her backup plan at the time of hospitalization. She stated that she had been advised by customer support to discontinue use of recalled cartridges in her possession; she said that she had no unaffected cartridge available and had to use her backup plan. She said that the replacement cartridge delivery was delayed and she was required to stay on her backup plan longer than originally intended. She stated that after the hospitalization she remained on her backup plan without issue until (B)(6) 2011 when she received her replacement cartridges. The patient reported that her bg readings have been within target since resumption of insulin pump therapy. The complaint is being reported because the recall of the cartridges used by the patient indirectly contributed to this adverse event.